Manufacturer narrative:
(B)(4).

Event description:
Trial patient contacted dexcom on (B)(6) 2015, to report that they did not receive readings overnight on (B)(6) 2015. No additional event or patient information is available.

Manufacturer narrative:
(B)(4)

Event description:
Trial patient contacted dexcom on (B)(6) 2015, to report their transmitter was out of range for an unspecified amount of time on (B)(6) 2015. Trial patient did not receive readings overnight on (B)(6) 2015. No additional event or patient information is available.